Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few weeks post implant, this system had migrated. An x-ray was performed and it was noted that there was no slack remaining in this atrial lead. A revision procedure was performed and the lead was repositioned without further incident. No additional adverse patient effects were reported.